Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be duplicated. The pump was within specifications during testing. The probable root cause was unable to be determined.

Event description:
It was reported that the device had incorrect volume delivered in continuous mode and required calibration. There was no reported patient involvement.